Event description:
The technician alleged that the brakes do not hold while in brake mode. No patient impact.

Manufacturer narrative:
The technician found the cause to be the brake bushings. The technician replaced the bushings on the brake mechanism block assembly to resolve the issue.